Manufacturer narrative:
Attempts were made to obtain weight information. Event date is estimated.

Event description:
Mfg reference report number: 1627487-2021-13811. It was reported that the patient experienced inadequate therapy. Revision surgery occurred (B)(6) 2021 to address this issue.

Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.